Manufacturer narrative:
One cardiomems power supply cable was received for evaluation. Visual inspection revealed damage to the power supply showing frayed wire. No other discrepancies or discernible damage to the returned power cord. Root cause: defective cable with exposed and frayed wires on the power supply. This complaint does not fall under fa-q323-hf-4.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed and exposed wires with sparking on the power cord. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.